Event description:
Edwards received information that this 21mm pericardial aortic valve, implanted nine (9) years, two (2) months, exhibited calcific degeneration with severe aortic stenosis (gradient of 54 mmhg). Patient underwent valve in valve procedure without complications. Patient outcome was reported to be stable.

Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the reported calcification or make any conclusions on root cause for the reported event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.